Manufacturer narrative:
(B)(4). A service history review was performed and found no defects related to the reported problem. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had an f-49 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Visual inspection found the device to be in good physical condition. Functional testing and the review of the alarm log did not reveal any alarms that indicated that the device did not infuse. The cause of the condition could not be determined. The device was returned in a good working condition. Should additional relevant information become available, a supplemental report will be submitted.